Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported backup alarm failed. The remote manufacturer's service technician provided part identification for power management board. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:12feb2021; b4:15feb2021. The customer confirmed the alarms it showed on the screen were ¿primary alarm failed¿ and ¿5 v supply failed¿. The customer confirmed the issue was resolved by replacing the power management (pm) printed circuit board assembly (pcba) from another unit on site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.